Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the luer lock snapped when the staff was attempting to disconnect. There was dextrose 12.5% infusing via syringe with micro tubing and max zero caps. The connection that snapped was the max zero at the patient end and the male tip of the micro tubing. The cover did not move/slide up for grip and would not turn without the use of hemostats.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). ****************************************************************************************** the customer's report that the luer lock broke was confirmed based on the customer provided photo. The photo was of a broken off extension set male luer tip lodged within a maxzero connector. No set samples were received for evaluation. No investigation was able to be performed. No root cause was able to be identified as no product was returned.

Event description:
It was reported that the luer lock broke when the staff was attempting to disconnect. There was dextrose 12.5% infusing via syringe with micro tubing and max zero caps. The connection that broke was the max zero at the patient end and the male tip of the micro tubing. The cover did not move/slide up for grip and would not turn without the use of hemostats. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Correction- per customer response, it is not guaranteed that the previously reported lot number was the same lot number involved in the event.

Event description:
It was reported that the luer lock broke when the staff was attempting to disconnect. There was dextrose 12.5% infusing via syringe with micro tubing and max zero caps. The connection that broke was the max zero at the patient end and the male tip of the micro tubing. The cover did not move/slide up for grip and would not turn without the use of hemostats.